Event description:
It was reported that on (B)(6) 2024, the driving cap f/insertion handle and the insert handle radioluc fem recon nail were unable to be disassembled after surgery. It was later reported that after viewing the items, it was noted that the customer had assembled the wrong items. Instead of the driving cap f/insertion handle, they had used an extractscr f/tib+fem nails. There was no patient consequence. This report is for a radiolucent insertion handle frn. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the insert-handle radioluc fem recon nail was received connected with the device part number 03.010.000 extractscr f/tib+fem nails. No significative damage was observed on the surface of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed. Several attempts were made to disengage the devices, but they could not be separated, as they are jammed. Due the part number 03.010.000 extractscr f/tib+fem nails) is not mating device for the part number: 03.033.001 insert-handle radioluc fem recon nail. According to the femoral recon nailing system surgical technique: the mating device for the insert-handle radioluc fem recon nail is the driving cap f/insertion handle 03.010.523. The overall complaint was confirmed as the observed condition of the insert-handle radioluc fem recon nail would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 03.033.001, lot number: 6891p50 , manufacturing site: haegendorf, release to warehouse date: 30th august 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. A product non-conformance jbl-nr was opened for the finished device lot number, however this nc is not related to the inability to disassemble the items after surgery, but to a discrepancy between the inspection sheet in the work order and babtec. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: g1: manufacturing site name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.